Event description:
Two ECMO membranes (not yet connected to a patient) were being primed with fluid. A nurse noticed that membrane #1 was leaking, and noticed a couple of days later that membrane # 2 was leaking. The vendor was notified, and a representative arrived on site to examine the membranes and to return them to the manufacturer.